Manufacturer narrative:
Healthcare provider (hcp) initial reporter not reported due to regions privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the during the procedure, a balloon catheter was used for expansion of flow diverter. The patient experienced mass effect (iii-vi disorder) with no change at 7 days post procedure. Modified rankin scale (mrs) score was 1. At 6 months post procedure mrs was 2, minor impairment. Mass effect (iii-vi disorder) with no change, and blocked state of aneurysm (modified raymond-roy classification) 3 bf1; body filling contrast within dime, occlusion status of target aneurysm (okm scale) a2. At 12 months post procedure mass effect (iii-vi disorder) with no change, mrs 2, 3 bf1; body filling contrast within dime, okm a3. At 24 months post procedure mass effect (iii-vi disorder) with no change, mrs 2, 3 bf1; body filling contrast within dime. Antiplatelet therapy clopidogrel 75mg started (B)(6) 2021 and ended (B)(6) 2022. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) c7 aneurysm with a max diameter of 17.5mm and a 11.5mm neck diameter. It was noted the surgical surgery was difficult. Ancillary devices include a phenom and navien.

Event description:
Additional information received regarding the worsening of mrs score (mrs 1 to 2) confirmed during the 6-month post-procedure follow-up. Although there was no change in the neurological symptoms, there was age-related disuse syndrome, and activities of daily living (adl) were somewhat decreased. There were no changes in the aneurysm images, and it was determined that this was not an adverse event related to treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.